Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a shoulder replacement on (B)(6) 2023. She recently tore her rotator cuff. The surgeon said that the patient did not know how she tore it. So the surgeon converted her anatomic total shoulder into a reverse shoulder. There was no surgical delay. Doi: (B)(6) 2023. Dor: (B)(6) 2025. Affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided: "it was reported that the patient had a shoulder replacement on (B)(6) 2023. She recently tore her rotator cuff. The surgeon said that the patient did not know how she tore it. So the surgeon converted her anatomic total shoulder into a reverse shoulder. There was no surgical delay. Doi: (B)(6) 2023 dor: (B)(6) 2025. Affected side: left shoulder". The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number and product information becomes available, the record will be re-assessed. The overall complaint was not confirmed as the observed condition of the unknown shoulder implant would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number and product information becomes available, the record will be re-assessed.